Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that she was "sitting on unit, got up and the front right leg broke," causing her to fall "sideways and hit head on kitchen table, hit right side of head and start bleeding." The end user went to the hospital and confirmed that she did not sustain a concussion and that her CT scans were normal. She received 2 stitches and tylenol for pain. The end user reported that she is "unable" to return unit for evaluation